Event description:
It was reported that during a prostatectomy the shaft was loosed after the scalpel passed the pre-run test and then scalpel could not tightened by torque wrench. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 5/8/2023. D4 batch #: x95m7g. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the shrouds slightly open. The device was connected to a test handpiece and tested on a gen11. While conducting the functional tests, it was observed that the device exhibited initial difficulty in opening and closing, but after cycling it a few times, it became easy to operate.    The device was analyzed, and it was determined that it was used in more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator an alert screen will be displayed indicating to replace instrument / no instrument uses remaining / restart generator. The device was disassembled to inspect the internal components and no anomalies were noted.      This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. It is possible that the reported looseness on the shaft could be attributed to the gap at the shrouds, no conclusion could be drawn regarding the root cause of the shrouds gap. It is possible that excessive body fluids influence the opening and closing of the jaws. The accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. Complaint information will be included in complaint trending that is reviewed by the applicable product quality safety surveillance data review board on a regular basis to determine if further action is necessary. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.  A manufacturing record evaluation was performed for the finished device lot/batch x95m7g, and no non-conformances were identified.